Event description:
Allergan aesthetics received a report of a patient treated lower abdomen on (B)(6) 2022 with coolsculpting cooladvantage coolcurve plus developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
A treatment provider reported to allergan that a patient received a coolsculpting treatment to the lower abdomen on (B)(6) 2022 using the cooladvantage applicator and presented with paradoxical hyperplasia post treatment.

Manufacturer narrative:
H11: corrected data: coolsculpting devices not included in zeltiq initiated a voluntary discontinuation and recall.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment to the upper abdomen on (B)(6) 2022 using coolsculpting cooladvantage coolcurve plus and presented with paradoxical hyperplasia post treatment 4 months post treatment. Healthcare professional later reported recurrence paradoxical hyperplasia (ph) one and half year post surgery.

Manufacturer narrative:
Additional information: a4, b5 (recurrence paradoxical hyperplasia after surgery). Correction: b3, b5 (ph location corrected from lower abdomen to upper abdomen), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.